Manufacturer narrative:
H3: a picture of a cadd cassette reservoir from p/n 21-7002-24 l/n 3656047 was received for evaluation. In the picture, the cassette can be seen with drops of drug residue. No sample was received for further investigation. Relevant documents were reviewed and deemed adequate and correct with respect to testing and inspection activities. As a correction; all sharp edges on foreign material removal tool were removed, to prevent ay bag damage that can lead to leaking issues. A quality alert was also created to notify production personnel regarding the reported failure mode. The reported "leaking" issue was confirmed and the source of the issue was traced to manufacturing.

Event description:
Information was received that during fill up of this smiths medical cadd cassette reservoirs, reservoirs leakage was noticed. It reported that the event occurred while loading the medicine and the event was resolved by replacing the product with a new one. The infusion was not life-sustaining. No patient consequences were reported. No adverse effects were reported.